Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Please confirm that 1 cartridge from product code mic4032, lot la8dkxq1 was involved in this event. How many clips total did not close? If the complaint was for multiple cartridges, please provide the product code, lot number and the number of actual clips from each cartridge that did not close.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date in 2017 and implantable suture clips were used. During the procedure, clips do not close appropriate. Additional information has been requested.